Event description:
The advocate stated his son received blood glucose readings of 48 and 47mg/dl on the contour next link. He was given a glass of juice. After 15 minutes, he was retested and the reading was 55mg/dl. He was given another glass of juice, and 20-25 minutes later his blood glucose reading was 47 or 48mg/dl, so he was retested on a different meter. The reading was 100-120mg/dl. He was having no hypoglycemic symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. Strips were not expected to be returned. A new meter was sent to the customer.